Manufacturer narrative:
(B)(4). Date sent: 4/18/2016. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an appendectomy by video procedure, in the moment the device was fired with the white reload, the staple line didn't stay closed. The surgeon had to do the suture manually with thread of suture. There were no adverse consequences for the patient reported.